Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user working night shifts experienced recurrent hypoglycemia during late night and early morning hours while using the ilet system, with a documented blood glucose of 45 mg/dl that improved to 90 mg/dl after oral carbohydrate intake; device data were synced to the app and the user planned to review reports with a healthcare professional. Symptoms included low blood glucose with associated hypoglycemic event. Outcomes included self-treatment with oral glucose and no need for third-party assistance or medical intervention. Investigation included troubleshooting with the user and education on use of the system and data syncing. Investigation of this case revealed a cause of hypoglycemia that remains unclear based on available information. It was concluded that the event was user-reported hypoglycemia with undetermined cause, and no device malfunction was identified from the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.